Event description:
It was reported that the metal plate at the tip of the wand detached and fell into the surgical site during a hip arthroscopy. The piece was found using several image intensifications but was not able to be retrieved due to its location in a fold of tissue on the femoral neck and subsequent migration under pressure from arthroscopic irrigation. The procedure was completed with a back-up wand after a delay of approximately 15 minutes. No other complications were reported.

Manufacturer narrative:
Visual inspection under magnification of the wand shows extensive electrode wear with discoloration on and scuff/scratch marks on the spacer and cap. Most of the screen is detached. The insulation on the on shaft is scratched but not compromised. There are no manufacturing abnormalities visually observed with the returned wand. The suction line was tested and was clogged by tissue. A back flush could throughly clean the line. The wand was connected to a compatible controller and registered an e-7 error. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and was clogged by tissue. A back flush could throughly clean the line by pushing out the dried parts of tissue and the suction tube performed as intended. The complaint was verified and the root cause for this event could not be determined with confidence; however, the failure is consistent with extensive wear of the electrodes which in turn will decrease the functionality of the wand. The root cause of the complaint seems to be the end of useful life for the returned device, as physical evidence shows the electrodes come to a point which is consistent with disintegration of the electrodes. Several other factors that could contribute extensive wear or detached electrodes may result from vigorous use against bony surfaces; b.) Irregular wear of the electrodes leading to malfunction c.) Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases.there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated.